Manufacturer narrative:
Additional lot numbers were reported (lot # m015920, m015789). However, it was unknown which cartridge lot numbers were used when the alarm occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. Customer's blood glucose level was 240 mg/dl and was lowered to 185 mg/dl with water and exercise. The customer was able to load a new cartridge successfully.